Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. This MDR represents the 3dmax mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: on (B)(6) 2010 ¿ patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax meshes (right - device 1, left - device 2). Per op notes, ¿on right extraperitoneal space, the cord lipoma was separated. A 3dmax mesh (device 1) was placed into right extraperitoneal space and attached to cooper ligament and rectus muscle using tacks. Attention to left extraperitoneal space, the hernia sac was reduced. A 3dmax mesh (device 2) was placed and attached to cooper ligament using tacks.¿ on (B)(6) 2020 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent robotic assisted repair with the removal of meshes (device 1, 2) implant of 3dmax meshes (device 3, 4). Per op notes, ¿patient was found to have bilateral inguinal hernias. The indirect hernia sac and direct hernia sac were reduced on both sides. A large 3dmax meshes (device 3, 4) were placed into right and left defect anchored to cooper ligament bilaterally using tacks.¿